Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they confirms right now insulin pump working but he was afraid that it will not last. The customer¿s blood glucose level was unknown. Customer's wife stated that the copper plating fell off. The insulin pump will not be returned for analysis.